Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received 2 insulin flow block alarms and a stuck button alarm. The customer also mentioned transmitter related issue. The customer was unable to troubleshoot at the time of the call as it was a past event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, both the down and enter buttons were intermittent. After further review, there was corrosion underneath the dome switches of the down, enter, and up buttons. Unable to perform displacement, and self tests due to the keypad anomaly.